Event description:
It was reported that an ilet device would not wake or display unless connected to a charger, the wake button was unresponsive, and a restart triggered a factory reset, after which the device only responded while lying flat on the charger; troubleshooting and education were completed, and a replacement was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the switch/relay component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.